Manufacturer narrative:
The reported event was lead was causing the regurgitation. As received, a complete lead was returned in two pieces with the helix found stretched and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented with valvular regurgitation noted on the patient's right ventricular and left ventricular leads. The leads were explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.

Event description:
New information received notes that impingement was the reason for explant.